Event description:
It was reported that the insulin pump had scrolling numbers. The blood glucose reading was 107 mg/dl. The customer stated that she was about to deliver a bolus, and when she tried to enter 32, she observed the scrolling numbers. She was using the up arrow, and the insulin pump started to scroll without stopping. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened express bolus, esc, act and down button dome switches. No unexpected numbers scrolling were found during testing. The device was also received with a cracked case at the display window corner, cracked reservoir tube lip, and minor scratched lcd window.